Event description:
Reporter indicated device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient could no longer feel either normal mode or magnet mode stimulation. The patient had reportedly not suffered any injury or trauma that may have damaged the vns therapy system.